Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting damage of the optic nerve was found many years preoperatively.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. Additional information was requested.(B)(4).

Event description:
A patient reported fluctuations in intraocular pressure (iop) following implant of a micro-stent device. The patient reports the medical care by her ophthalmologist and the surgery went well. The patient had to restart pressure medication approximately five months following surgery to control iop. The device remains implanted. Additional information was requested.